Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On that same day, the patient was hospitalized for peritonitis. On (B)(6) 2011, pd therapy was stopped and hemodialysis was started. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital and transferred to a nursing home. The patient continued hemodialysis at the nursing home. On (B)(6) 2012, the patient was discharged from the nursing home. The patient continued hemodialysis at the clinic. On (B)(6) 2012, the patient resumed dianeal and extraneal therapy. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h11g12049. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as no sample was returned for evaluation. The cause of the peritonitis was undetermined, as no device malfunction or use error was identified during the report.